Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg and lead connector on (B)(6) 2005. It was reported that the pt is experiencing ineffective therapy relief. An appointment has been scheduled for further interrogation.